Event description:
It was reported that during pre-implant in box interrogation, the pulse generator exhibited radio frequency telemetry anomaly. The device was not used.

Manufacturer narrative:
Final analysis found that radio frequency telemetry could not be established due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued. Initial reporter: company representative.